Event description:
Ac and dc inoperative. When you push the on button, the green light comes on, then when you release the on button, the green light goes out and it will not power up.

Manufacturer narrative:
Physio-control evaluated the device and observed that it would lose power by itself, shortly after being powered on. Physio provided the customer with an estimate of repairs for replacing the power conversion pcb assembly to address the reported problem, but the customer declined repair. The device was returned to the customer.